Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during implant perforation occurred causing blood to flow into the abdomen and the lead migrated through the heart. Eventually, the lead was pulled back, repositioned and the helix was tied at the apex and there was good threshold. There was prolonged hospitalization (more than 48 hours) as a result of this procedure. The physician noted this problem was not caused by the lead but, rather, by the patient's very thin heart wall. Post intervention patient status is well. No further patient complications has been reported as a result of this event.